Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of the alaris pump stopped infusing was not confirmed. The pcu s/n: (B)(6) device logs were provided by the facility to investigate programming details for the suspect pump module s/n: (B)(6). It was reported that the infusion stopped before completion on (B)(6) 2024 at 3:07 pm. The infusion programming that matches with the issue in the pcu event log was for 24sep2024, at 2:07 pm when the infusion in question was started. At 2:07 pm, a remote IV configuration was received (drug ID: 103) at 722mg/250ml, rate: 250 ml/h, volume to be infused (vtb) I = 250 ml) and the infusion started. At 3:07 pm, the infusion was completed and the kvo started at 20ml/h. The infusion was paused and was followed with another infusion programmed with a new vtbi at 250ml. The second infusion was terminated at 3:56 pm after two alarms of occluded fluid side and an air in line alarm. The total volume infused was recorded at 441.77ml. There was no found recorded event of an infusion stopped before the infusion was completed at the time of 3:07 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the second programmed infusion at 3:07 pm that was programmed to infuse for approximately 1 hour was terminated early after only infusing for approximately 48 minutes. Inspection and testing of the suspect pump module, pcu, and the administration set could not be performed as the devices and the administration sets were not returned for investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of the alaris pump stopped infusing was found to have completed, entered kvo mode at 20ml/h and was manually placed in a paused state.

Event description:
It was reported that the nurse programmed the pump via interoperability, and it started. However, the pump reportedly stopped before the infusion was completed. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse programmed the pump via interoperability, and it started. However, the pump reportedly stopped before the infusion was completed. There was patient involvement but no harm.